Event description:
A centrifuge and disposable product were returned for evaluation and repair of a stated problem "broken disposable-inside of machine covered in blood". The system and disposable were received at the co. And evaluated. Evaluation showed that there was a significant amount of blood in the system. Evaluation of the disposable showed a hanging burr (caused by scraping) adjacent to a rib. And severe abrasion on the lid slightly off center from the centerline of the disposable and a corresponding scraping on the inside of the system lid. These indicate that the disposable was not fully seated, ie rotated slightly off center as the centrifuge speed increased and the improper placement resulted in extreme stress on the disposable which eventually broke. The distributor was contacted and stated that while precaution for exposure to blood had been taken, a small amount of blood had leaked out of the system and was no longer contained within the system. The distributor also stated that there was a considerableamount of vibration at the start of the process which also would indicate an improperly seated disposable. The system was cleaned and retested. And passed all required tests and was returned to the customer. The leakage out of the disposable does not pose a safety risk during a precedure in that prp is used as an adjunct to any surgery and is used at the physician's discretion. This event did not result in an exposure as defined by osha.